Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient's current battery is dead as he has not used it in 3 years as "everything was put in wrong" the implantable neuro stimulator (ins) is in upper cheek is tilted and bothering him. Patient said that wires are upper cheek on other side. Patient said he is trying to go to a different physician, trying to see a specialist to replace battery. Patient said that he spoke to manufacturing representative (rep) and was directed to order a new battery. No further patient symptoms or complications were reported in this event. Additional information was received from the rep. Rep did not direct patient that he needed a new battery.